Event description:
Event [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia], insulin did not come out [device failure]. Case description: this serious spontaneous case from spain was reported by a nurse as "hyperglycemia (hyperglycemia)" with an unspecified onset date, "insulin did not come out(device failure)" with an unspecified onset date, and concerned a male patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", , fiasp (insulin aspart 100 u/ml) from unknown start date for "product used for unknown indication", patient height, weight, and body mass index were not reported. Medical history was not provided. On an unknown date, patient sed the fiasp penfil insulin with a smart pen, but the insulin did not come out even though the display showed that it had been administered. He had to go to the emergency room(hospitalized) for hyperglycemia and required intravenous treatment. Batch numbers: novopen echo plus: pvgdw50 fiasp: requested. Action taken to novopen echo plus was not reported. Action taken to fiasp was reported as drug discontinued temporarily. The outcome for the event "hyperglycemia(hyperglycemia)" was not reported. The outcome for the event "insulin did not come out (device failure)" was not reported.

Event description:
Case description: batch numbers: novopen echo plus: pvgdw50. Fiasp: pr7ty16. Investigation result: name: fiasp 100 u/ml, batch number: pr7ty16. Visual examination and functional testing were performed. The returned cartridge was tested for delivery with a novopen and a novo nordisk needle. During testing it was possible to deliver preparation. During examination of the product, no irregularities related to the complaint were detected. The complaint has been registered in the novo nordisk complaint handling system and, when required, a medical evaluation has been performed. Furthermore, a visual examination of the received sample has been performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Name: novopen echo plus, batch number: pvgdw50. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. Several codes in the logs indicates that the pen was used with no flow in the delivery system e.g use of a broken or blocked needle. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The mechanic pen mechanism was found to be function normal. During test memory display reflects the set dose. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The product was found to be normal. Confirmed the memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing "error" after the attempted injection. The observed problem was caused by unintended use of the device. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: (B)(4). Reference notes: medwatch 3500a MFR. Report number. Since last submission the case has been updated with the following: "malfunction", "is non reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b,c,d,g codes updated. Narrative updated accordingly. Final manufacturer comment: (B)(6) 2025: the suspected device novopen echo plus has been returned to novo nordisk for evaluation. Upon investigation, device was found to be working as intended, no abnormalities detected. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device novopen echo plus and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse events. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of fiasp. H3 continued: evaluation summary name: novopen echo plus, batch number: pvgdw50 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. Several codes in the logs indicates that the pen was used with no flow in the delivery system e.g use of a broken or blocked needle. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The mechanic pen mechanism was found to be function normal. During test memory display reflects the set dose. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The product was found to be normal. Confirmed the memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing "error" after the attempted injection. The observed problem was caused by unintended use of the device.